Manufacturer narrative:
An event regarding disassociation and dislocation involving a uhr head was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted uhr head with the presence of biological matter. There is nothing remarkable to report. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms disassociation. Need further information such as, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient presented for dislocated/dissociated bipolar head six months post implantation. Was revised to a bipolar head with a longer femoral head offset.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient presented for dislocated/dissociated bipolar head six months post implantation. Was revised to a bipolar head with a longer femoral head offset.